Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver. 4.11c, retainer ring = black. On 07/12/2021 customer alleged cosmetic damage/ damaged keypad overlay texture. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The pump was received with a cracked case (corner of belt clip rails), missing display window cover, cracked battery tube threads, cracked keypad overlay, keypad overlay texture damage and scratched lcd window. The pump passed the displacement test. In summary, the pump was received with a cracked case (corner of belt clip rails), cracked keypad overlay, keypad overlay texture damaged and cracked battery tube threads.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.